Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Customer was unable to provide a release date, however indicated that as a result of the hospitalization, customer sustained memory loss. Reportedly, the customer reverted to manual injections for insulin therapy.